Event description:
The customer alleged the audio alarm to be intermittent when ac power loss occurs. The hosp biomedical engineer inspected the device and replaced the power cord, power switch and power relay. The customer verified no pt involvement. The unit passed extended self testing. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.